Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for investigation and evaluation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. Information provided indicates user error whereby the pumps were underfilled to 135ml. This volume is well below the minimum fill volume for this pump of 255ml per the directions for use (dfu) (1304267 rev. H). The dfu contains a caution for underfilling the pump: "cautions: filling the pump less than labeled fill volume increases flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that the hospital underfilled two pumps (135 ml) and they ran faster than they expected. They wanted to use 270 dual, but only had single lumen pumps. They used two pumps with 135 ml in each, running simultaneously. No patient compromise.